Event description:
8/22/96:arthrodesis l4 to s1 with vsp instrumentation. 12/96: noted fracture of pedicle screw per xray film at level of s1. About 3/97: patient noted significant pop or catch in back with severe pain that radiates into left buttock. 6/19/97: worsening of symptom with some dysesthesia in left lateral thigh, probably pseudoarthrosis and motion at the hardware site. 11/11/97: readmission with removal of hardware, autograft, in situ fusion l4-s1. During surgery there was noted incomplete bony bridging on both sides in the lateral gutter with broken 7.5 screw in the right sacral region.